Event description:
A malfunction alarm with code malf 23 was reported. There was no adverse impact to the customer's blood glucose level. The customer was advised by customer technical support to revert to multiple daily injections for insulin delivery, and a replacement pump was arranged.